Event description:
It was reported that during a routine procedure, the distal extremity of the right ventricular lead was buckled inside of the packaging. The helix of the lead was exercised on the table prior to implant and found that the helix would not extend normally, but was thought to have popped out. The lead was not used in the implant procedure and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the shaft seal was out of position and the lead appeared to have been damaged at implant it was visually noted that the lead was returned with the helix bent and distorted. The helix could not be tested.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the shaft seal was out of position and the lead appeared to have been damaged at implant